Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen articular surface with locking screw, catalog # 00596404017, lot # 60422029. Nexgen stem extension straight, catalog # 00598801215, lot # 62283310. Nexgen stemmed tibial component, catalog # 00598004701, lot # 61926754. Nexgen all poly patella, catalog # 00597206532, lot # 62258576. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00640, 0001822565-2018-04421, 0002648920-2018-00641, 0002648920-2018-00642. Location of device is unknown.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to pain. It has also been discovered that the articular surface was implanted after being expired for two years. No additional patient consequences were reported.